Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the uninterruptible power supply (ups), battery and power switch were replaced which did not resolve the issue. The rep then checked the power cable connection and reseated the cable, as well as trying a different outlet which did not resolve the issue. The rep then adjusted the fuse which resolved the issue.

Event description:
A medtronic representative reported that the system could not be powered on during an installation. The system was initially powering on and the software was successfully installed, however, the system was powered off and moved to another room. After the system was moved, and plugged into an outlet, it would not power on. The rep tried different outlets with no success. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product, unique device identification (UDI) and associated fields updated to proper value. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Batteries for the navigation system were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.